Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery (lad). A 4.00 x 10 mm wolverine cutting balloon monorail was selected for percutaneous transluminal coronary angioplasty (ptca). Prior to use of the device, shaft kinks were noted. During the procedure, the device was inflated slowly, but the balloon burst at 4 psi. The procedure was completed with another of the same device. The patient remained stable.